Event description:
An endurant stent graft system were implanted for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. The proximal aortic neck measured 30 mm in diameter at implant and narrowed down to 25mm just above the start of the aneurysm; the proximal aortic neck measured 51 mm in length. The right common iliac artery measured 15 mm in diameter and 37 mm in length. The left common iliac artery measured 13 mm in diameter and 28 mm in length. The right bifurcated internal iliac artery measured 18 mm in diameter. The left bifurcated internal iliac artery measured 21 mm in diameter. The minimum diameter of right external iliac vessel was 6mm and the minimum diameter of left external iliac vessel was 7mm. Both common iliac arteries (cia) have calcification. It was reported that the aneurysm was enlarged from 6.3 cm at implant to 7.3 cm in diameter approximately a year and six months after implant. The widest part of the proximal neck was enlarged to 3.4 cm in diameter as well. The aneurysm size was measured with the same measuring method (cta scan). Per the physician, the inferior mesenteric artery (ima) and lumbar artery (la) were patent and there was no flow into the aneurysm. Per the physician, the cause of aneurysm enlargement and endotension was unknown. No clinical sequelae were reported and the patient is being monitored by physician. Films analysis: review of cta¿s 2 years post-implant revealed that the endurant bifurcate was positioned just below the lowest left renal artery. The ipsi limb and extension were placed into the right common iliac artery, and the contra limb was placed into the left common iliac. The proximal stent graft od is 32x36mm. The proximal neck and aortic body is angulated 45deg a-p. One cm below the stent graft proximal margin the aortic neck ID is approximately 40mm. No endoleak is seen. The max diameter aaa measures 7.4cm. Both limbs are patent. The cause of the aneurysm expansion is unknown. Pre-implant and earlier post-implant images were not provided. There may have been disease progression (neck dilatation). No endoleak can be seen; however, it is possible that the aneurysm may be pressurized via the marginal proximal neck (endotension).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no endoleak observed. Aortic neck expansion was observed but no any remarkable thrombus was observed at implant.